Event description:
Info received indicates both foot end brake casters and the left head brake caster will not hold in brake.

Manufacturer narrative:
The tech replaced the worn brake casters to repair the stretcher.